Event description:
The pt underwent a laparoscopic cholecystectomy. Halfway through the procedure, the hook cautery was removed from the trocar port and the tip was noticed to be missing. The tip was located in the pt's abdomen. Injury status to the pt is unknown.